Event description:
It was reported the patient present in clinic where it was determined that the patient¿s implantable cardioverter defibrillator was registering non-sustained right ventricular oversensing caused by post-paced t-wave oversensing on the ventricular lead. Programming changes were made. The patient was stable before, during and after the reprogramming.